Event description:
It was reported that hypotension and vessel occlusion occurred. Vascular access was obtained via transfemoral approach. A large lotus introducer sheath was placed. Predilatation of the severely calcified native aortic annulus was performed with a 22mm non-bsc balloon catheter. A 25mm lotus edge valve was positioned. Repositioning of the 25mm lotus edge valve included two partial resheaths and a full resheath. During the procedure, the patient's blood pressure decreased. The patient's right heart did not appear to be moving well. Severe waist was noted on the 25mm lotus edge valve system. Due to the instability in the patient's condition and severe waist, the physician elected to implant the 25mm lotus edge valve. During final angio, occlusion of the right coronary artery (rca) was noted. The procedure was switched to an open surgical intervention for coronary artery bypass surgery to the rca. The 25mm lotus edge valve remains implanted and the patient has fully recovered.

Event description:
It was reported that hypotension and vessel occlusion occurred. Vascular access was obtained via transfemoral approach. A large lotus introducer sheath was placed. Predilatation of the severely calcified native aortic annulus was performed with a 22mm non-bsc balloon catheter. A 25mm lotus edge valve was positioned. Repositioning of the 25mm lotus edge valve included two partial resheaths and a full resheath. During the procedure, the patient's blood pressure decreased. The patient's right heart did not appear to be moving well. Severe waist was noted on the 25mm lotus edge valve system. Due to the instability in the patient's condition and severe waist, the physician elected to implant the 25mm lotus edge valve. During final angio, occlusion of the right coronary artery (rca) was noted. The procedure was switched to an open surgical intervention for coronary artery bypass surgery to the rca. The 25mm lotus edge valve remains implanted and the patient has fully recovered. It was further reported that it is possible both the lotus edge valve and the calcium of the native valve leaflet contributed to the rca occlusion. The occlusion occurred at the ostium of the rca.

Manufacturer narrative:
B5 describe event or problem - updated. H6 device code - updated.